Event description:
It was reported that a patient who had undergone breast prosthesis implantation surgery with an unknown mentor implant, suffered an unspecified urgent case with their implants that need surgery to repair, post-operatively. There was no other detail provided in regard to the complication and attempts for follow-up information have been unsuccessful. For now, mentor will conservatively report this and a supplemental report will be submitted once additional information is made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).